Event description:
It was reported that a malfunction alarm occurred.customer declined to provide information regarding alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.